Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "severe pain, fatigue, grade iii/IV capsular contracture, night sweats, headaches, body aches." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported the left side "severe pain, grade iii/IV capsular contracture." Healthcare professional also reported "fatigue," "night sweats, headaches and body aches;" these events are not related to the device. Device remains implanted.